Manufacturer narrative:
Other text: returned device was received in damaged physical condition. During the evaluation of the device, no fault was found with the returned pump. A cassette was attached and ran without issues. The up stream sensor was recalibrated and the downstream sensor was replaced as preventive measures. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received regarding a cadd legacy plus pump. It was reported that there was a no disposable alarm. There was no patient involved.